Event description:
It was reported that inappropriate therapy was observed. Insulation break was noted in two places. Lead revision was stopped due to hemorrhagic shock on the subclavian wound, also it was noted that it was impossible to remove the lead which was stuck to another lead. The lead was capped at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).